Manufacturer narrative:
The mlx 300w xenon lightsource(00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the bezel and top trim were damaged. As a result, the bezel assembly and top trim were replaced to address these issues. Additionally, the power supply was upgraded. The unit passed all service and repair testing. Root cause analysis: evaluation identified that the bezel and top trim were damaged. This was most likely due to rough handling/environmental damage.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) sparked when it was plugged in; in addition, there was outer case damage. There was no patient involvement; thus, no injury, death, or surgical delay occurred.